Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer followed up with the site and was advised that the issue was resolved with technical support. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi medica technical support engineer at the time the customer called for assistance. Investigation revealed the following possible related system errors: 23119 (remote center (rc) monitor advisory terminating table motion on arm 1). Additional log reviews confirmed system (B)(4). Was used on (B)(6) 2022 for a benign hysterectomy procedure. This complaint is being reported based on the following conclusion: it was alleged that the arms on the patient side cart moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the arms moved by themselves. An error also appeared on the screen, but it went away before it could be read. The logs showed error 23119 against the arms. The site was able to continue the case and complete it. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.